Manufacturer narrative:
D4: serial number and d11: concomitant medical products and therapy dates. Section h3, h6: the real intelligence robotic drill attachment, part number rob10015, serial number (B)(6) , intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. While the drill attachment was unable to be removed as received, following the drill diagnostic process allowed the drill attachment to be removed. The retaining nut of the drill attachment was found to spec, and all diagnostic tests and test cases passed. The drill was disassembled and the exposure motor tested; no issues were found. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software issue. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a cori-assisted tka, they tried to calibrate the real intelligence robotic drill. The real intelligence robotic drill did not make a noise. In addition, an "internal error: the system has detected that the application unexpectedly exited" was displayed. Surgery was performed after a non-significant delay, with a back-up device. Patient was not harmed. After the case, they were unsuccessful in disassembling the drill.